Manufacturer narrative:
Device passed the active current test. Pump was monitored. No blank display noted during testing. Successfully downloaded history files and traces using thus. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Device and test transmitter/sensor calibrated successfully. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range, however, insulin pump failed sleep current test due to moisture damage on the electronic assembly electrical board 1 and electrical board 2. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly electrical board 1 and electrical board 2. No other unexpected battery/power loss alarms noted during testing and were not found in the history file. Constant pump error 37 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. Moisture damage was also found on the force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, missing display window cover, cracked case on battery tube side, pillowing keypad overlay and cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. C objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had big crack at the back of the reservoir compartment from top going down. Insulin pump was exposed to moisture. Customer stated that they shakes the insulin pump, water was heard and water was seen in the light emitting diode as well. Customer stated that the home screen was not appear on display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.